Event description:
The pump was returned for investigation. Investigation revealed that the display screen was scratched. This report is made based on results of investigation completed on 02/26/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/26/2014 with the following findings: the display screen had multiple scratches making it difficult to read the display. (B)(6).